Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-aug-2019 with the following findings: the keypad was found to be intact; no peeling or damage was observed. All of the keypad buttons were responsive during testing. The keypad was removed and no evidence of contamination or damage was found on the button contacts. The complaint of a keypad button response issue was not duplicated during investigation. Leak testing revealed a leak due to the cracked pump case. The pump was opened and there was evidence of moisture corrosion on the keypad connector, display board, and transceiver board. Unrelated to the complaint, investigation revealed a dim, discolored display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that all of the keypad buttons were under responsive and there was moisture in the cartridge compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.